Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Concomitant products: left- mentor mentor memorygel, 227cc silicone breast implant, serial number (B)(4), catalog number 3507275bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor mentor memorygel, 227cc silicone breast implants which the right side ruptured after implantation. Patient stated that since 2016 she felt pain on right side and pushed on implant and feels like bubbles, she believes its leaking. On (B)(6) 2019 had MRI & doctor stated a possible rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.